Manufacturer narrative:
Device passed displacement test and self test. No unexpected inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm noted during testing. However, found inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm in the history file due to software error.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had the critical block and inverse critical block did not add to zero as well as the motor arm cannot communicate with the main arm. Customer's blood glucose value was 98 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. The device will not be returned for analysis.